Event description:
It was reported that the left ventricular (lv) lead had high thresholds and high impedance. It was noted that an alert was tripped for lv lead impedance. Possible lead fracture is suspected. The lead was turned off. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).